Manufacturer narrative:
A system has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received date. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract surgery, the ultrasounds and the aspiration failed and the occlusion was continuous. Additionally, the reporter indicted that there was no system message displayed. The cassette, the handpiece and the tip were changed but the issue continued. Pieces of the crystalline lens were left in the pt's eye. Additional info has been requested but not received to date.